Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis and a gore dryseal sheath. On (B)(6) 2016, the patient developed a left groin hematoma. The patient underwent an evacuation of the left groin hematoma on the same day.